Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
(B)(6) study report . It was reported that on (B)(6) 2018, a 4.0x23mm xience alpine stent delivery system failed to cross the proximal right coronary artery lesion due to calcification and tortuosity and a dissection occurred. The device was removed from the patients anatomy and upon inspection, it appeared as if the guide liner had damaged the stent. A functional ischemia tests was performed with positive results and the dissection was successfully treated with two bare metal stents. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported material deformation (stent flare) was confirmed. The reported failure to advance could not be replicated in a testing environment as it was based on circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the difficult anatomy causing the reported failure to advance. Additionally, the device was removed and likely interacted with the guiding catheter during retraction causing the reported material deformation (flared stent). There is no indication of a product quality issue with respect to manufacture, design or labeling. Subsequent to the initial MDR submitted, additional information received that both the ischemia and the dissection occurred prior to use of the xience alpine stent. Based on the new information, this event would not be MDR reportable.

Event description:
Subsequent to the previously filled medwatch report, additional information was obtained: on (B)(6) 2018, prior to the index procedure, a positive stress test was noted, revealing moderate inferior ischemia. During the index procedure, on (B)(6) 2018, and during pre-dilatation, a dissection occurred. The 4.0x23mm xience alpine sds was not in use when the dissection occurred. The 4.0x23mm xience alpine stent delivery system failed to cross and the device was removed without issue. Once outside the anatomy, a lifted stent strut was noted.